Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, login and transaction processes were slow. The customer rebooted the station; however, the issue persisted. It took more than two minutes to log in to the station, and there was a significant delay in pocket opening during medication dispensing. The customer also confirmed that the issue occurred intermittently during transactions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that performance slowness was caused by abnormal behavior of certain services and processes on the workstation. A technical support specialist (tss) stopped those services and restarted the data synchronization services on station. Workstation performance returned to normal and confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.